Manufacturer narrative:
The customer requested just a replacement ac power cord with no engineer evaluation.

Event description:
It was reported to philips that the device's plug is crooked. There was no patient involvement.